Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up, and diagnostics images noted suspected externalized conductors. No electrical anomalies were detected. Based on review of images provided to st. Jude medical, no externalized conductors were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.